Event description:
Information was received from a healthcare provider regarding a patient who was receiving 25 mcg/ml of prialt at 2.4 mcg/day via an implantable pump for non-malignant pain, and degenerative disc disease/herniated disc pain. On (B)(6) 2016, it was reported that the patient had a seroma, yellow-brownish drainage, and dehiscence over the pump incision. According to the hcp, the pump was visible. The patient had been in to see the hcp to have their pump increased from 1.2 mcg/day to 2.4 mcg/day on (B)(6) 2016. The patient was scheduled for a pump refill in january. The patient was sent to the hospital and admitted after the dose increase appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.